Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant upstream occlusion alarm and would not run on 99 ml/hour. The event occurred in the obstetrics and gynecology (ob/gyn) department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  The reported problem constant upstream occlusion was verified during the event history log (ehl) review but not reproduced during evaluation. No component could be determined for causality and therefore no correction was required. The device was found to operate within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.